Event description:
It was reported a patient's right ventricular (rv) lead presented with low defibrillation impedance during implant procedure on (B)(6) 2023. No changes were reported. There were no patient consequences.